Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was unknown mg/dl.the customer stated that she's been experiencing issues with blank display for 3 weeks now. The troubleshooting was performed. The customer was advised to disconnect from the insulin pump. The customer was asked if the insulin pump shows signs of physical damaged. The customer stated that their is one crack at the top where the reservoir goes in. The customer stated that the crack is near the battery cap. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.